Event description:
It was reported that the ilet user experienced significant glucose fluctuations, including a high glucose episode at work after a missed lunch announcement that led to automated corrections and a subsequent low. The user carries heavy loads at work, which could have contributed to the hypoglycemia. Symptoms included hyperglycemia with a peak of 357 mg/dl accompanied by shakiness and hypoglycemia with a nadir of 41 mg/dl accompanied by diaphoresis, muscle weakness, and shortness of breath. Outcomes included a missed dose causing serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to a missed dose due to an improper or incorrect procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.